Event description:
Health care professional reports patient (pt) gained 12.3 kg during 3 1/2 hour dialysis treatment set to remove a total of 2.7 kg. The tmp on the device ramped up to 600 and the device alarmed appropriately at this time. The health care professional then turned off the ultrafiltration controller and set the tmp manually at 100. The dialyzer used was an f8 which is a high flux membrane requiring ufc on at all times. The pt complained of swollen hands and gastric reflux towards end of the treatment. Nitroglycerin sublingual was administered for relief of chest/gastric pain. No device alarms were noted at this time. The pt was weighed at this time and the weight gain was discovered. A second 2.5 hour treatment was ordered for 6.0 kg fluid removal. The pt was then admitted to the hosp for observation and another dialysis session. The pt was discharged fuly recovered.